Manufacturer narrative:
Radiographic image review concludes that intraop fluro view anterior posterior fusion construct to ilium. Upper levels visualized: rod is present on one side,two set screws present on other side. Magnified view of four screw shanks. A reduced opaque object is present next to one of the screws. The described screw fragment is not well visualized. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B2: other is selected because to ensure construct stability, additional devices were used in the patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the health care professional via a manufacturer representative regarding a device used for sacroiliac and thoracolumbar procedure. It was reported that during implantation of the pelvic screw (ballast screw), the surgical team encountered significant difficulty due to the patient¿s extremely hard bone. Despite pre-tapping, the surgeon had to exert considerable force to advance the screw. Once implanted, a small wire (less than 1mm) was observed protruding from a groove in the tulip head. Immediate consultation with the product management and engineering team was initiated. The engineer explained that this wire is housed within a groove in the tulip head and serves to hold the screw assembly together. The surgeon attempted to retract the wire into the tulip head per the engineer¿s instructions, but was unsuccessful, and the screw could not be removed. To ensure construct stability, a third pelvic screw and rod were placed. The ongoing communication and troubleshooting with the engineering team were maintained throughout the procedure. There were no patient symptoms reported. There were no further complications reported regarding the event.